Manufacturer narrative:
The insulin was received with missing segments due to cracked zebra connector. We were unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to missing segment. The insulin pump had minor scratches on lcd window and cracked reservoir tube lip.(B)(4).

Event description:
It was reported via phone call that the customer is having issues with insulin pump. Customer stated the pump had lines that make is hard to read. The customer's blood glucose was 135mg/dl and sensor glucose was 209. The customer was advised the pump will be replaced and to revert to back up plan.